Event description:
It was reported that the personal therapy manager (ptm) was not uploading the correct date. The reporter had seen this occur 3 other times with different patients where the incorrect date was displayed but it was not the refill date. It showed a completely obscure date, just a random date and it did not show the old refill date. After the ptm was decoupled and recoupled it resolved the issue. It was later reported that there were 2 other patients with ptm refill issues. Both resolved when the pumps were updated during the refills. It was indicated that they were experiencing a glitch in the ptm software.

Manufacturer narrative:
(B)(4).